Event description:
During a transfemoral tavr procedure, a surgical cut down was performed, and serial dilators and an esheath were inserted into the right femoral artery with no difficulty. When inserting the 23 novaflex+, some resistance was noted. The physician applied more pressure, noting the resistance was more than he was expecting, and the delivery system passed through the sheath. The valve was deployed well, and there was no central aortic insufficiency (cai) or paravalvular leak (pvl). Upon removal of the transfemoral sheath, a dissection was noted in the external femoral artery. Two covered stents were placed and the patient left in stable condition. It is believed that the dissection occurred during the difficulty inserting the delivery system through the sheath and there was possible calcium not appreciated on imaging. The patient¿s minimum luminal diameter (mld) was 6.8 with minimal calcification and mild tortuosity. The devices will be returned and a letter is requested.

Manufacturer narrative:
The device will be returned. Investigation is ongoing.

Manufacturer narrative:
The expandable sheath was returned fully expanded to edwards with the introducer and delivery system for evaluation. The device was visually inspected for any defects at the distal tip as well as along the entire shaft of the sheath. Scratches were observed along the entire esheath shaft. No other abnormalities such as liner stretching (which indicates resistance/difficulty in full expansion of the sheath) were observed on the returned esheath. The insertion force test was unable to be executed as the esheath was returned fully expanded. Dimensional inspection of the returned delivery system was performed. The largest diameter component of the device met specification. During manufacturing, the device undergoes multiple 100% inspections. The inspections delineated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for resistance with delivery system could not be confirmed. The cer reported there was mild degree of calcification and mild tortuosity of the access vessel. Although it was reported that the patient may have had calcium not appreciable during imaging, the scratches on the esheath shaft indicate that the patient had calcification which may have inhibited the expansion of the esheath, resulting in the reported sheath shaft resistance with the delivery system. It is probable that the calcification and tortuosity of the vessel, in addition to the insertion difficulty of the sheath contributed to the femoral dissection. No manufacturing non-conformances were identified. Review of complaint history did not reveal that occurrence rate exceeds control limits for this failure mode. Due to no manufacturing non-conformances, training, labeling, or IFU inadequacies identified on the returned devices, a corrective action and pra are not required.

Event description:
During a transfemoral tavr procedure, a surgical cut down was performed, and serial dilators and an esheath were inserted into the right femoral artery with no difficulty. When inserting the 23 novaflex+, some resistance was noted. The physician applied more pressure, noting the resistance was more than he was expecting, and the delivery system passed through the sheath. The valve was deployed well, and there was no central aortic insufficiency (cai) or paravalvular leak (pvl). Upon removal of the transfemoral sheath, a dissection was noted in the external femoral artery. Two covered stents were placed and the patient left in stable condition. It is believed that the dissection occurred during the difficulty inserting the delivery system through the sheath and there was possible calcium not appreciated on imaging. The patient¿s minimum luminal diameter (mld) was 6.8 with minimal calcification and mild tortuosity. The devices will be returned and a letter is requested.